Event description:
It was reported that, the console screen was blank, and nothing was displayed when tried to use the device. It was rebooted several times with no improvement, so the case was discontinued. The patient was stable under general anesthesia. There was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.